Event description:
The patient reported that she was hospitalized for a low blood glucose (bg) in (B)(6) 2009. A specific date of hospitalization was not provided. The patient reported that she collapsed but was still conscious and coherent. She stated that her husband called 911, and she was transported to the hospital via ambulance. She stated that her bg upon arrival to the hospital was 60 mg/dl, but then her bg dropped to 32 mg/dl. The patient reported that she was disconnected from the pump while in the hospital, but did not provide specifics of what treatment was provided for her low bg. She stated that she was in the hospital for five days, and that she resumed insulin pump therapy prior to being released from the hospital. The patient stated that the medical team at the hospital did not find an explanation for the low bg. The patient confirmed that she was using a different pump at the time that she reported the incident to customer support; the incident was not originally reported at the time that it occurred. The pump associated with the incident was not available for review. There is no further information available at this time. The pump associated with the alleged incident has not been returned to animas. This complaint is being reported due to the patient's alleged hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.